Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the essenz hlm, the event occurred in japan. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that essenz hlm cockpit went black and after approximately 10 seconds rebooted by itself. Reportedly pump continued to operate. There was no patient involvement.